Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced inflation and deflation issues with an inflatable penile prosthesis (ipp) due to the pump being "sticky" and not filling properly. These issues were observed immediately after activation/inflation. A surgical procedure was performed in which the existing ipp was removed and a device from a different company was then implanted. No additional information was reported.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the pump required more than 8 lbs of force to activate. The activation test performed verified that with the pump in the deactivated state, fluid moves from the reservoir side of the pump to the cylinder side of the pump through a squeezing motion of the pump bulb at less than 8 lbf (pound-force) with no back pressure on the cylinder to the pump. Product analysis confirmed the reported allegations of pump inflation, deflation and mechanical issues. However, it was unable to confirm the reported event related to pain, hematoma, swelling and bruise. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: the returned device was thoroughly analyzed. Visual inspection of the cylinders identified multiple leaks attributed to sharp instrument damage consistent with explant damage. The cylinders were not pressure tested due to these leaks. The pump was visually inspected, revealing the kink resistant tubing (krt) was worn to the filament; however, no leaks were present. Functional testing of the pump confirmed the pump required more than 8lb of force to activate. Product analysis concluded the pump needing more than 8lb of force could affect the functionality of the device. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ams 700 instructions for use (IFU). The ams 700 IFU lists pain, hematoma, swelling and bruise as potential adverse events) associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation. The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced inflation and deflation issues with an inflatable penile prosthesis (ipp) due to the pump being "sticky" and not filling properly. These issues were observed immediately after activation/inflation. A surgical procedure was performed in which the existing ipp was removed and a device from a different company was implanted. It was indicated that during the procedure, dissection was difficult due to scar tissue occurring from previous procedures. Three weeks after the intervention, the patient experienced severe bruising, hematoma, swelling and pain leading to the hematoma being drained.

Manufacturer narrative:
Investigation summary: the returned device was thoroughly analyzed. Functional testing of the pump revealed that the pump required more than 8 lbs of force to activate. The activation test performed verified that with the pump in the deactivated state, fluid moves from the reservoir side of the pump to the cylinder side of the pump through a squeezing motion of the pump bulb at less than 8 lbf (pound-force) with no back pressure on the cylinder to the pump. Product analysis confirmed the reported allegations of pump inflation and deflation issues. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: the returned device was thoroughly analyzed. Visual inspection of the cylinders identified multiple leaks attributed to sharp instrument damage consistent with explant damage. Due to this damage being consistent with explant it will be considered a secondary failure. The cylinders were not pressure tested due to these leaks. The pump was visually inspected, revealing the kink resistant tubing (krt) was worn to the filament; however, no leaks were present. Functional testing of the pump confirmed the pump required more than 8lb of force to activate. Product analysis confirmed the reported event. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation. The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced inflation and deflation issues with an inflatable penile prosthesis (ipp) due to the pump being "sticky" and not filling properly. These issues were observed immediately after activation/inflation. A surgical procedure was performed in which the existing ipp was removed and a device from a different company was then implanted. No additional information was reported.